Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken back enclosure and bail cover. It was also indicated the display was out of specification. It was also indicated that the case was broken. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked back enclosure and bail cover that required service. The epg was returned for service. No patient complications have been reported as a result of this event.